Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the customer's report. An internal inspection found no discrepancies. No accessory was returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.